Event description:
Caller reported an issue where the insulin gauge was displaying an amount different than expected, showing 65 units instead of the expected 120 to 130 units. There was no adverse impact to the customer¿s blood glucose level. The caller performed the necessary steps to troubleshoot the issue, including reloading the cartridge and delivering a bolus under the guidance of technical support. Ultimately, after the actions taken, the issue was resolved, and the insulin gauge displayed a value closer to expectations, requiring no further actions.